Event description:
It was reported that in (B)(6) 2007, the patient underwent a segmental spinal fixation to correct scoliosis and kyphosis where rhbmp-2/acs was implanted. Post-operatively, the patient experienced pain that was much worse than what he had before the surgery. The patient was told the muscles needed time and physical therapy. After some time and physical therapy, the patient still experienced unbearable pain. The patient must take pain medication to function and also reports anxiety and depression. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain.

Manufacturer narrative:
(B)(6). (B)(4). Either the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.